Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and chronic lead system had noise on the lead channel resulting in a couple of episodes. It was further reported that the r-wave amplitudes had decreased. No reported inappropriate therapy delivered. An induction was performed during which some undersensing was noted.